Event description:
A female underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair since the right external iliac artery was occluded and the proximal neck was short and angled. The right internal iliac artery coil was embolized. When the physician attempted to deploy the left iliac leg graft, after a mian body was deployed, the physician realized that it was very difficult to confirm the point of the bifurcation of the left internal iliac artery. He went ahead and deployed the iliac leg graft and then the converter. The final angiography revealed a type I endoleak and the occlusion of the left iliac artery by the leg graft (1820334-2009-00271). To solve the endoleak, the physician ballooned again the proximal neck and placed another manufacturer's stent. Then the femoral-femoral bypass was performed. Confirmatory angiography still confirmed some endoleak, but the physician decided to take a wait-and-see approach since he judged the pulsating and the blood pressure had decreased. Patient status is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. The user stated that the patient's anatomy did not fit within the indications for use as the neck was short and angled. This could have been a contributing factor to the endoleak, however, cannot be determined definitively at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.